Manufacturer narrative:
D10: (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 310-01-47 - equinoxe, humeral head short, 47mm (beta). (B)(6) 531-78-20 - shouldr gps hex pins kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 72 yo male patient who had a left tsa implant, underwent a revision procedure approximately 5 years 8 months post the initial procedure. The patient presented with complaints of pain. A loose glenoid and bad rotator cuff was indicated. They were converted to a reverse. There was no device breakage or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return due to chain of command. A device image was provided. The center peg appears to be fractured. No further information. This is 1 of 2 reports for this event.